Manufacturer narrative:
(B)(4). Date of event: unknown, not provided. If implanted; give date: na (not applicable) as not implanted. If explanted; give date: na (not applicable) as not implanted therefore not explanted. Product evaluation: the intraocular lens was not returned to the manufacturer, therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The review identified no non-conformance reports associated with this production order. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the issue reported could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) broke in two pieces when opened. No patient contact reported and no further information was available/provided.